Event description:
On (B)(6) 2011, the pt underwent a one-level plif with bilateral pedicle screw fixation at l2-l3. During a f/u visit, the pt complained of right leg pain. After reviewing post-operative images, the surgeon determined that the l2 screw on the right side was not ideally positioned, and this is what was leading to the pt's pain. There was no product problem, and there was no issue with the implant or instrumentation that hindered the surgeon's ability to properly place the screw. A revision surgery was performed on (B)(6) 2011 to reposition the noted screw. This surgery was successfully and without issue.

Manufacturer narrative:
The subject device was repositioned but not explanted. As a result, it was not available for eval.